Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned and three staples jammed in the tip of the cartridge. No other defects or anomalies were observed. The stapler was received with 31 staples left in the cartridge indicating the end user fired at least 4 staples. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Before any firing attempts three jammed staples had to be manually removed to clear the exit path of the formed staples. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was improperly formed and would not release. On the second attempt to fire the stapler the form was not complete and the staple would not release. On the third and fourth attempts the staples formed correctly and released. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. The remaining staples were fired; all formed properly and released. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The doctor found staples were stuck in the stapler during use on patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found staples were stuck in the stapler during use on patient. There was no patient injury.